Event description:
The patient called lifescan and alleged the one touch ultra meter had segments missing. No medical attention was received. The customer care representative verified the issue. No action taken following attempted use of the meter. There is indication the product malfunctioned. The meter was replaced and return expected.